Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event cannot be confirmed as there were no damages identified with the delivery device that could have caused or contributed to the reported event. In addition, during functional testing the delivery device performed as intended. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual inspection of the returned delivery device showed it appeared to be in good condition. The backplate of the delivery device was removed for visual inspection of the coils and found it to be in good condition. A replacement retract button was placed into the device to enable function testing. During functional testing, the delivery device was connected to a lab generator and the deploy/retract functionality was tested and no issues were found; the needle retracted as intended. No issues with buttons/triggers found. The device was checked for electrical shorts and opens on the printed circuit board (pcb) via the generator servicing screen and no issues were found. The treatment monitor screen was accessed, and it was noted that the device went through 6 full treatments in the field. The device successfully performed prime, pretreatment and 5 treatments without any issues. The pressure, temperature and resonant frequency (rf) were monitored during functional testing and no abnormalities were noted. No leaks observed and no errors noted. The device was opened to verify the position of its inside components to see if they were possibly misplaced which could affect the retract button but no anomality were noted and the solenoid was well seated in its chassis. The needle was removed for visual in section and looked in good condition. The original retract button was not returned with the device thus unable to test the device with its original retract button. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the delivery device analysis results, a conclusion code of cause not established was assigned to this investigation. There were no delivery device damages identified through analysis that could have cause or contribute to the reported event.

Event description:
It was reported that during a water vapor therapy procedure the retractable needle lever continuously fell off. The procedure was cancelled and rescheduled after the patient was sedated. No patient complications were reported.

Event description:
It was reported that during a water vapor therapy procedure the retractable needle lever continuously fell off. The procedure was cancelled and rescheduled after the patient was sedated. No patient complications were reported.